Event description:
It was reported that a patient passed away due to an unknown cause coincident with automated peritoneal dialysis (pd) therapy. The cause of death was further reported as due to cardiac disease, cardiac failure and myocardial infarction, however, this was not medically confirmed. Three weeks prior to death, the patient was hospitalized for another indication. One day after being discharged from the hospital, the patient died at home while recovering from the other indication. The actual cause of death was unknown. It was unknown if an autopsy performed. It was not reported if there was an end stage renal disease death notification available. The patient did not have peritonitis at the time of death. Dianeal therapy was ongoing until the time of death, however, it was not known if the patient was connected to the homechoice device at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. There was no evidence of fluid or moisture found within the device. Review of the service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.